Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg rubbing against his rib. Surgical intervention was undertaken on (B)(6) 2015 at which time the ipg was repositioned lower than its original location. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.